Event description:
Date of implant: 2007. It was reported that a patient underwent a surgical procedure with instrumentation at l4-s1. Xrays reportedly, revealed 2 fractured screws at the s1 level. Approximately 5 weeks post-op, patient underwent revision surgery to remove and replace hardware. No patient complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer, therefore, product evaluation is possible. A visual macroscopic examination performed by a product engineer confirmed that the screws broke in the third thread. It was also verified that no deviations exist for these lot numbers. Unable to determine the cause of the event.